Manufacturer narrative:
The field service engineer (fse) performed a system check, replaced the pinch tubing, cleaned the sample and reagent probes, and performed a precision that was acceptable. The calibration and qc were acceptable. The investigation found that the centrifuge time was too short and the speed was too fast. The investigation determined that the calibration and qc were acceptable. A general instrument or reagent problem could not be identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable elecsys troponin t stat assay results for 1 patient tested on a cobas e 411 immunoassay analyzer compared to the cobas 6000 e 601 module. The initial troponin t result on the e 411 was 0.01 ng/ml with a data flag and was reported outside of the laboratory. The troponin t result on the e 601 was 3.12 ng/ml and deemed to be correct. The repeat troponin t result on the e 411 was 3.33 ng/ml with a data flag. The troponin t reagent lot number was 00381612. The expiration date was asked for but not provided.